Manufacturer narrative:
Lot number # 18b042, 18b048, 18c058, 18f048, 18g013, 18h033, 18h041, 18j041, 18j042, 18k013, 18m010, 18n010, and an unknown lot number. Eleven (11) single-use samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed for each device, and the flow rate of the devices was found to be within specification. The reported condition was not verified for the eleven (11) returned devices. The devices were found to be conforming product. Photographs of four samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported ''underinfusions'' could not be verified through evaluation of the returned photographs. A batch review was conducted for all reported lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 20 </noe> malfunction events. It was reported that twenty small volume folfusors had flow issues during infusion. Twelve (12) of the devices under infused, and eight (8) devices over infused. The events involved a patient with no patient consequences. One event involved a female patient; patient identifiers were not provided for the other events. No additional information is available.

Manufacturer narrative:
Ten (previously reported as eleven) single-use samples were received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.